Event description:
It was reported that when placing the ensite array catheter into the rvot via backload over a cook amplatz .032 extra stiff wire, the pt complained of slight chest pain. The wire moved in an unexpected manner. The pt's blood pressure was checked repeatedly and began to drop. The chest wall motion decreased via the fluoroscopy. An echo verified the effusion and a pericardiocentesis was performed successfully. Act was greater than 300 seconds. A response quadripolar was also in the rva.

Manufacturer narrative:
One ensite array catheter was returned for evaluation. The shaft of the catheter had several kinks and was damaged, possibly, due to the way it was packaged for return to st jude medical. This device met requirements prior to release. A review of the device history records indicated that this ensite array catheter passed all final inspections and electrical testing. Visual inspection revealed damage to the distal end of the catheter. No other apparent damage was noted. Functional testing revealed the catheter would not deploy, due to the kinked/curled shaft. Further investigation revealed the catheter would not inflate due to a damaged inflation lumen. No visual defect was noted that would contribute to the reported perforation. Date report submitted to FDA by MFR: 11/05/2009. Date the initial reporter provided the info to the MFR: 10/15/2009.